Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump rebooted several times over the past few weeks. The patient reportedly received several "replace battery" alarms on the morning of (B)(6) 2012 while she was sleeping. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The patient stated that battery cap was not replaced in 7 to 12 months. The user guide instructs the patient to replace the battery cap every six months. The patient denied damage to the battery compartment and battery cap and she denied there was corrosion in the battery compartment. The patient reportedly was able to perform the prime step on the pump with no issues noted. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
(B)(4): a review of the black box shows several power resets on (B)(4) 2012. There was no damage found to the battery cap or battery compartment. The battery cap was found to meet all specifications. The pump was exercised for 24 hours with returned battery cap with no power issues. A battery cap functional test was performed with no connection issues noted. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit. This complaint was verified in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.